Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the constant occlusion alarm which was confirmed and reproduced. Eval observed that when attempting to run a set the unit displayed downstream occlusion which was found to be caused by a failed downstream sensor. The downstream sensor was replaced.